Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center, the home patient (hp) stated he change out only the cassette and the home choice (hc) realarmed. The baxter technical service representative (tsr) explained to the hp that the setup was then compromised and the hp understood. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was not aware of him having had that alarm. As far as she knows he has been completing therapy successfully and she would followup with him the next time she sees him. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).